Event description:
It was reported that this implantable pacemaker recorded isolated atrial undersensing on the stored electrograms (egms). In addition, the stored right ventricular automatic threshold (rvat) test show lower threshold, and higher threshold appears to be functional failure to capture due to the programmed mode. There is also a small decrease in the rv pacing impedance from 1240 to 920 ohms, which is still within normal range. The device remains in service. No adverse patient effects were reported.